Manufacturer narrative:
Device evaluated by MFR.: the device returned contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed a kink located at 45cm from the tip. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. The kink was severe enough where it is likely the cause of the under pressure error is as a result of a broken hypotube at the kink.

Event description:
Reportable based on device analysis completed on 22-february-2022. It was reported that the tip of the device got bent. The 30% stenosed target lesion was located in a non-tortuous iliac vein. An angiojet solent omni catheter was used for thrombectomy procedure. However, during thrombectomy mode, it was found that the tip of the device got bent. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.